Event description:
Customer reprted that the insulin pump has a partial display. Customer stated that she is using an energizer aaa alkaline battery and the device has not been dropped or bumped. Blood glucose value is 104 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.